Manufacturer narrative:
This report ill be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a decrease in remaining longevity, from 3.5 years in (B)(6) 2020 to only 1 year at the current follow up. It was noted the patient was being treated for breast cancer so no replacement of the device was planned at this time. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 90 days. The replacement interval ran until (B)(6) 2021. A new save to disk could be submitted for analysis at the end of the replacement interval if additional time was needed to plan the replacement. No adverse patient effects were reported. The device remains implanted and in service. New data was submitted in april, and again in june. Engineering review confirmed therapy would remain available for at least another 90 days. The current replacement interval ends on (B)(6). The field representative reported that the patient continues to refuse pacemaker replacement as they did not want to undergo another surgical procedure. Therefore, the patient and device continue to be monitored.

Manufacturer narrative:
This report will be updated when additional information is received. The device has not been returned for analysis. Therefore, the root cause of the reported premature battery depletion cannot be confirmed. However, boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a decrease in remaining longevity, from 3.5 years in (B)(6) 2020 to only 1 year at the current follow up. It was noted the patient was being treated for breast cancer so no replacement of the device was planned at this time. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 90 days. The replacement interval ran until (B)(6) 2021. A new save to disk could be submitted for analysis at the end of the replacement interval if additional time was needed to plan the replacement. No adverse patient effects were reported. The device remains implanted and in service. New data was submitted in (B)(6), and again in (B)(6). Engineering review confirmed therapy would remain available for at least another 90 days. The current replacement interval ends on (B)(6). The field representative reported that the patient continues to refuse pacemaker replacement as they did not want to undergo another surgical procedure. Therefore, the patient and device continue to be monitored. Additional information was received. The patient and physician continued with intensified follow ups of the pacemaker. However, on (B)(6) the device had declared elective replacement indicator (eri) battery status and on december 9 the device had reverted to safety mode operation, where the parameters were non-programmable at voo mode, with unipolar pacing at a rate of 72bpm with outputs at 5v@1.0ms. Due to the patient's current condition of breast cancer with a large tumor and inflammation near the device pocket, device explantation was not planned. Instead, the physician wanted to leave this pacemaker as it was and implant a leadless pacemaker. Technical services discussed it was not recommended to leave the pacemaker operating in safety mode with the new leadless pacemaker. There would be competitive pacing and interactions that could affect the patient. Ultimately, due to the patient's clinical situation, the physician did implant a leadless pacemaker and this device was not explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report ill be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a decrease in remaining longevity, from 3.5 years in (B)(6) 2020 to only 1 year at the current follow up. It was noted the patient was being treated for breast cancer so no replacement of the device was planned at this time. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 90 days. The replacement interval ran until 25-may-2021. A new save to disk could be submitted for analysis at the end of the replacement interval if additional time was needed to plan the replacement. No adverse patient effects were reported. The device remains implanted and in service.